Event description:
Follow up (for a pt implant on 03/07/06) in 04/2006, pt with intraoperative brady-arrhythmia prior to stent graft implant. CPR was performed to raise blood pressure. Once pt was stable, the device implanted fine. The pt recovered, but subsequently died three days later 2006 with recurrent arrhythmia.